Event description:
As reported by navilyst medical's distributor in (B)(6), the end user hosp indicated that when the navilyst medical contrast injection line was connected to a power injector (seen man zone master model) air was observed to be entering the system. Four lines were tried, unsuccessfully, however, no air was injected and there was no pt injury. The used devices have been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specs. The (B)(6) 2012, navilyst medical complaint report was reviewed for the product family of contrast injection lines and the failure mode of "air bubbles." No adverse trends were identified. Four used, and one unused contrast injection line were returned for eval. No visual anomalies were noted. Air leak testing, per navilyst medical spec, was performed and each sample was found to be acceptable. The male tapes, female tapers and threads of each fitting were also measured, and found to be within dimensional spec. The reported complaint is not confirmed, as the returned samples were tested and were verified to function as intended. Possible root cause may be that the end user did not secure connections when attaching the contrast injection line cil to the power injector. The directions for use packaged with the device contains a warning that states "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Overtightened can cause cracks and leaks to occur. ((B)(4)).